Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited a spike in superior vena cava (svc) and rv coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6984m adaptor, implanted: (B)(6) 2011; 6707 x2 adaptors, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited a spike in superior vena cava (svc) and rv coil impedances. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the exposed svc (superior vena cava) defibrillation coil was melted.